Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report an error code for ovp failure had occurred. The rse advised the replacement of the motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number of the mc pcba. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an over voltage protection (ovp) failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report an error code for ovp failure had occurred. The rse advised the replacement of the motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the part number of the mc pcba. The investigation is ongoing.